Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction tubing leak. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. A batch record review for kit lot h163 was conducted. There were no non-conformances associated with this lot. This lot met all release requirements. A review of kit lot h163 shows no trends. Trends were reviewed for complaint categories, alarm #18: system pressure, alarm #1: air detected, and tubing leak. No trends were detected for these complaint categories. The customer returned photographs for evaluation. A review of the photographs verifies the tubing leak as blood is seen leaking around the collect pressure dome housing. The leak appears to be coming from the bond between the pressure dome housing port and the clear tubing. A material trace of the pressure dome housing assembly and its components used to build lot h163 did not find any non-conformances. A device history record (DHR) review did not result in any related non-conformances. This lot passed all lot release testing. The cause of the alarm #18: system pressure and alarm #1: air detected alarms was most likely due to the tubing leak. The cause of the tubing leak was most likely a weak solvent bond joint between the clear tubing and pressure dome housing, a defect in the pressure dome housing, or due to damage to the pressure dome housing after product release; however, a definitive root cause for the tubing leak could not be determined based on the available information. No further action is required at this time. This investigation is now complete. (B)(4).

Event description:
The customer contacted mallinckrodt to report that they experienced a tubing leak with their cellex photopheresis kit ("kit") during an extracorporeal photopheresis (ecp) treatment. The customer stated that approximately 275 mls of whole blood was processed at the time the leak occurred. The leak occurred at the collect pressure dome housing during the purging air phase of the procedure. The customer reported they received alarm #18: system pressure and alarm #1: air detected alarms, and noticed air in the collect pressure dome. The customer aborted the procedure and returned residual blood within the kit to the patient. The patient was reported to be in stable condition. The customer returned photographs for investigation.